Manufacturer narrative:
It was noted that no further details of the procedure are available. Should additional information become available, a follow up report will be submitted upon completion of the investigation. Device not available.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A review of the complaint history database shows that there has been one other complaint for the reported lot. This is for the same patient for a subsequent revision for stem fracture. The device for this event was not returned for dislocation but was returned for a subsequent revision for the same patient for stem fracture. No material or manufacturing defects were observed during this analysis. No patient medical records were returned or made available for review. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, medical records or x-rays for this surgery available to complete the investigation for establishing root cause. The reported event regarding dislocation involving an exeter device was not confirmed.

Event description:
Upon review of the patient notes it was identified that the patient had undergone a surgical procedure to correct dislocation.

Event description:
Upon review of the patient notes it was identified that the patient had undergone a surgical procedure to correct dislocation.